Event description:
The customer contact reported the device touchscreen mode button did not respond. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. During testing at the user facility, the device touchscreen did not respond to access the biomedical mode. No additional information was provided.

Manufacturer narrative:
The field service engineer performed testing and investigation at the user facility, the device touchscreen did not respond to access the biomedical mode and did not pass the touchscreen calibration. The probable cause was due to a broken device touchscreen. As indicated, this device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.